Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of vent blockage from the reservoir. The customer's blood glucose level was 102 mg/dl. The customer stated that she was trying to prime the tubing, and the pump reached 38.9 and the pump alarmed max filled. The customer stated that no insulin has exited the tubing. Customer stated that the insulin continued to drip after motor stops during the manual prime process. The customer was advised to remove the reservoir from the pump and rewind the pump. The customer was advised to disconnect and reconnect the tubing and ensure of a secure connection of the reservoir by tugging at the tubing. The customer was instructed to call back if anything persists.